Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. The patient reported that they knew of someone with a manufacturer's pump who had experienced an overdose. The consumer reported they did not know any details. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.